Manufacturer narrative:
As no further information concerning this report is expected, in our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative had been contacted that this patient was admitted into the hospital due to pain at the incision site in (B)(6) 2014. A couple of days later, the patient was presented back to the electrophysiology (ep) laboratory. When the pocket was opened, prulent discharge was observed. The patient's condition was not treatable with antibiotics. The physician elected to remove the device and electrode at that time.